Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the caller was trying to contact a manufacturer's representative (rep) to meet with the patient. The caller stated that the patient is incarcerated and their device is not working properly, a lot of tingling and numbness. The patient wants to be adjusted. The caller was sent 2 patient programmer manuals. The issue began a month ago or longer. No further complications were reported or anticipated.